Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. The device was implanted for four years, and the battery was depleted. It was also noted that the device had exhibited high pacing threshold measurements. The device was planned to be explanted and replaced the next day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. Additional information was received. Two days later, a new pacemaker and lead system was implanted on the patient's right side. Then, about two weeks after that the original device was explanted. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.